Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that the customer requires 50 ohm test load which is no longer available due to end of life of this defibrillator model. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The customer was informed that this model is eol.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device failed self-test. There was no patient involvement.